Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was distracted by children and delivered two correction boluses. Customer blood glucose (bg) level was impacted (61 mg/dl). Customer ate cookies and drank juice to treat low bg level. Customer reported being "ok".